Event description:
Customer reported that a pyxis medstation es system drawer did not release during a procedure. Customer did not disclose the nature of the procedure. Customer stated morphine was the required medication. Customer reported a 1-hour delay. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system drawer did not release during a procedure. Customer did not disclose the nature of the procedure. Customer stated morphine was the required medication. Customer reported a 1-hour delay. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service engineer evaluated the device and applied contact enhancer fluid to all drawers and reported that no other issue was found. Drawers were tested and confirmed operational.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-sep-2020 to 05-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the cubie drawer was failed. A field service engineer applied stabilant to all drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
Customer reported that a bd pyxis medstation es system drawer did not release during a procedure. Customer did not disclose the nature of the procedure. Customer stated morphine was the required medication. Customer reported a 1-hour delay. Patient or user harm was not reported.